Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (B)(4) did not receive a complaint cannula for evaluation as the hospital had disposed of it. This complaint appears to be about the prongs rolling out of the infant's nares. No actual defect of the cannula was reported. Without a cannula to evaluate we cannot determine what has caused the issue reported by the customer. It is possible that it is a fitting issue. Training is being carried out with the hospital on an ongoing basis. In addition, we have asked that a sample be provided if the problem happens again. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. The optiflow junior nasal cannula fitting guide states the following: - prongs should not fill the nares and a clear gap should be visible around each prong - if the infant can fit two sizes, select the smaller size. - once applied, the cannula bridge may move away from the septum as the cheeks relax. Refer to placement checks for correct positioning during use. Placement checks-cheeky check: - gently squish the infant's cheeks to check the prong placement in the nares. - if prongs come out of the nares, adjust cannula further into the nares according to instructions. Repeat the cheeky check.

Event description:
A hospital in the (B)(6) reported that the prongs of the opt312 optiflow junior nasal cannula popped out of a baby's nose. Following this incident the baby was intubated and ventilated and recovered fully.